Event description:
During air prep, the coil 637mf2525 (complaint product) could not be purged though pressurized properly with the syringe. The syringe was changed to the new product, but it was noted the coil was already unraveled. The coil was not used for the procedure. The procedure was completed using other products without patient injury. All the products were stored, handled and prep per labeling instructions. Prior to connecting and during prep, neither product (syringe or coil delivery system) was damaged. After disconnecting the coil delivery system, no damage was noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device, and no damages were noted during prep. The syringe was taking to the blue zone, and during prep, the blue zone was not exceeded. Prior to this coil, the alternate zone was not exceeded. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. After the product failure occurred, no other damages were noted on the coil, delivery system or hub, and the coil was still attached. No further information was available.

Manufacturer narrative:
During prep the coil trufill dcs orbit coil system (637mf2525) could not be purged of air although pressurized properly with the dcs syringe. The syringe was changed to the new product, but it was noted the coil was already unraveled. The coil was not used for the procedure. The procedure was completed using other products without patient injury. All the products were stored, handled and prepped per labeling instructions. Prior to connecting and during prep, neither product (syringe or coil delivery system) was damaged. After disconnecting the coil delivery system, no damage was noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device, and no damages were noted during prep. The syringe was taking to the blue zone, and during prep, the blue zone was not exceeded. Prior to this coil, the alternate zone was not exceeded. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. After the product failure occurred, no other damages were noted on the coil, delivery system or hub, and the coil was still attached. No further information was available. The devices are not available for analysis. A review of the manufacturing documentation associated with orbit final assembly lot 13471165 and coil subassembly lots 14037677 and 14034140 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Without the return of the device for analysis and based on the available information, no conclusion can be made regarding possible root cause of the reported inability to purge the orbit system or the reported unraveled condition of the device. However, it is possible that device handling during prep may have contributed to the stretched coil that was noted after attempt to prep. With review of the device history records there is no indication that the events are related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.